Event description:
It was reported that no telemetry was obtained with the patient's implantable neurostimulator (ins). The ins was explanted due to suspected premature battery depletion. No patient complications were reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional review determined that the ins was implanted after its use by date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 7427, serial (B)(4), found no significant anomaly. The ins was at normal end of life with no telemetry and no output. The internal epoxy bonds were broken, but the battery did not show any signs of an internal short or any cause for premature depletion. No problems were found with this battery.